Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient could see his lead. It was unknown if there was an actual breakage in the skin.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient's ipg was not functioning. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could see his lead. It was unknown if there was an actual breakage in the skin.

Manufacturer narrative:
Additional information was received that there was no actual break in the skin. It was also reported that no further course of action will be taken.

Event description:
A report was received that the patient could see his lead. It was unknown if there was an actual breakage in the skin.